Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call motor error message on the insulin pump. Customer's blood glucose reading was 140 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer advised they replaced the battery, the site and the reservoir and the motor error is still alarming. Customer also reported a motor position encoder error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. No e70 alarm on alarm history screen. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and missing the end cap sticker. The drive support disk was inspected and no anomaly was noted.